Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 4210811 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This was manufactured before expiration dates were on packaging. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles experienced no label or missing label information. The following information was provided by the initial reporter: consumer reported having 2 boxes of syringes with no expiration dates. Advised consumer that these boxes would be expired. Lot # 4210811 - for both boxes; cat # 324910; date of event: unknown.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: na. The customer's address is unknown:  (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles experienced no label or missing label information. The following information was provided by the initial reporter: consumer reported having 2 boxes of syringes with no expiration dates. Advised consumer that these boxes would be expired. Lot # 4210811 - for both boxes. Cat # 324910. Date of event: unknown.